Event description:
Complainant alleged that the clinicians were attempting to pace a pt who was suffering from a myocardial infarction, but there was no pacing output and the device displayed an "electrodes off" error message. The device ma setting was at 80, with the ppm setting also at 80. The clinician immediately obtained another device to pace the pt. The pt subsequently expired, but the complainant indicated that the "pt was not very viable". A second malfunction has also been reported by this facility. The reported malfunction occurred with this same product and the same date code. Please reference attached medwatch report number 1220908-2000-00321, which documents that event.